Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
18 may 2018 medical records received. After review of the medical records for MDR reportability, the patient was revised to address tibial tray loosening at unknown interface and pain. Unknown cement manufacturer. Doi: (B)(6) 2014 dor: (B)(6) 2015: (left knee).

Event description:
Medical records received on (B)(6) 2019 were reviewed to identify patient harms/product issues on (B)(6) 2019. On (B)(6) 2014, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was not resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2015, the patient underwent a left knee revision due to loosening and pain. The surgeon indicated the tibial component popped right out after a very short time working on the medial aspect at the tray to cement interface. He noted the femoral component was loose in the anterior flange, as well as, looseness during the posterior osteotome work. The surgeon indicated the patella was revised. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee revision system and depuy cement x 2 doi: on (B)(6) 2014 dor: on (B)(6) 2015 (lt knee).

Manufacturer narrative:
H6 patient code: no code available (3191) used to capture the medical device removal, surgical intervention. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: a2, b3, b5, d1, d2, d2b, d3, d4, d11, g5, h4, h6.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.